Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No injury or medical intervention was reported.